Manufacturer narrative:
The device was not returned for analysis. An event of migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported migration appears to be related to challenging patient anatomy (septal bulge). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The patient's aortic valve angle (av angle from 3mensio) was 57 degrees and a pre-dilation performed with a 22mm non-abbott device. The annular dimensions of the native valve were annulus perimeter: 78.1mm, annulus perimeter derived: 24.9mm, annulus area: 468.3mm and left ventricular outflow tract (lvot) perimeter: 74.6mm. The valve was successfully implanted at a depth of 3mm on non-coronary cups (ncc) and 4mm on the left coronary cusp (lcc) in their respective views. After the full deployment of the valve roughly after 45 seconds, the valve popped up above the annulus towards aorta. The physician mentioned the valve was properly sized. The valve was surgically extracted, and patient remained stable until surgery. The patient had a septal bulge that was determined caused the valve to pop up above the annulus. A new 29mm navitor valve was successfully implanted. The patient was reported stable.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.